Manufacturer narrative:
A service manager from the distributor inspected the sterilizer and found that the generators heater element line sheath had split allowing steam and hot water to release from the steam generator. The heater element was replaced, the unit tested and placed back in service. No further issues have been reported with the equipment. The damaged heater element was returned to the supplier for further evaluation. The root cause of the split sheath was a misaligned terminal pin; the terminal pin caused a hole in the sheath which allowed moisture into the sheath, causing it to split and the heating element to short circuit. This event is an isolated incident. A review of complaint files shows that steris has not received any other reports of short circuited heater elements or of split sheath.

Event description:
The user facility reported that the sterilizer's steam generator leaked hot water and released steam during a sterilization cycle. The operator shut off power to the sterilizer which stopped the leak. No injuries were reported to any patients or hospital staff.